Event description:
It was originally reported that upon removing an amplatz extra-stiff support wire guide from the sterile pouch before an unknown procedure, the tip was found to be kinked. The device was not used, and the procedure was completed with a new same type of device. The device is stored vertically at the facility. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon preliminary evaluation of the returned device, mandril protrusion was noted. Flaking of the wire was also noted, which will be captured under patient identifier (B)(6).

Manufacturer narrative:
G4 - PMA/510(k) # preamendment. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.